Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records including the operative report where ¿prior gore-tex dualmesh graft¿ was implanted were not provided.] [Missing records: records of the CT scan that ¿confirms incarcerated incisional hernia in the abdomen in the area of prior mesh placement¿ were not provided.] (B)(6) 2009: (B)(6). (B)(6). Operative report. Preoperative diagnosis: recurrent small bowel obstruction. Cholelithiasis. Recurrent incarcerated incisional hernia x2. Postoperative diagnosis: recurrent small bowel obstruction. Cholelithiasis. Recurrent incarcerated incisional hernia x2. Large abdominal pannus. Dense adhesions throughout. Assistant: (B)(6). Procedure: exploratory laparotomy with extensive adhesiolysis. Gore-tex dualmesh repair of incarcerated incisional hernia. Open cholecystectomy. Partial omentectomy. Panniculectomy. Central venous line placement. Anesthesia: general endotracheal. Anesthesiologist: (B)(6). Indications for the procedure: this (B)(6) male has been admitted three times over the past six years with partial small bowel obstruction and twice within the past six months. He has had numerous prior abdominal procedures since requiring laparotomy and partial sigmoid colectomy and colostomy for perforated diverticulitis in 1994, which was later reversed. These episodes of small bowel obstruction have been all treated conservatively but appear to have a crescendo pattern. In addition, the patient has significant problems with recurrent incisional hernia despite three separate repairs. His most recent CT scan confirms incarcerated incisional hernia in the abdomen in the area of prior mesh placement, and also in the left lower quadrant anterior abdominal wall probably at the site of prior colostomy. He has also noted to have noted to have [sic] cholelithiasis on several presentations where he presented with right upper quadrant pain and chronic cholecystitis is also suspected. After his numerous admissions and progressive problems due to recurrent incisional herniation, patient now has elected for elective laparotomy with plans for full adhesiolysis, open cholecystectomy, and repair of his multiple incarcerated and recurrent incisional herniae. Findings: exploratory laparotomy was performed with the expected finding of dense adhesions throughout the small bowel, throughout the abdomen with numerous small bowel loops with partial grade obstructions. There was an incarcerated hernia in the left lateral anterior wall probably at the site of his colostomy site which as [sic] taken down and repaired. There was incarcerated omentum which had herniated around the gore-tex dualmesh from prior incisional hernia repair with a significant amount of omentum anterior to the graft. The gallbladder was adherent to the pericholecystic structures suggesting prior bouts of cholecystitis, although was not acutely inflamed. Central venous line was placed preoperatively followed by full exploratory laparotomy with complete adhesiolysis from the ligament of treitz to the ileocecal valve. Open cholecystectomy in retrograde fashion was then performed without complication. Repair of the colostomy incisional hernia with primary closure was performed. Gore-tex dualmesh closure to reinforce the anterior abdominal wall was performed using a 10 x 15 cm graft. Closure required panniculectomy for the devitalized but extensive and redundant omentum. The significant abdominal pannus required a panniculectomy of redundant skin and subcutaneous tissue to allow closure. Description of procedure: ¿the patient was brought to the operating room and given general endotracheal anesthesia. The bed was then placed in trendelenburg. After several unsuccessful attempts by anesthesiologist to place a right subclavian catheter, under sterile technique I placed the right subclavian catheter in place and a guidewire was placed into the vein. The tract over the guidewire was dilated and a triple lumen catheter placed over the guidewire to 15 cm and the guidewire removed intact. There was excellent venous return in all three ports and the lines were flushed with normal saline and the lines secured with 3-0 silk. Sterile dressing was placed. Next, the abdomen was sterilely prepped and draped. Compression boots were used for dvt prophylaxis. A foley catheter had been placed. Careful incision was made from the xiphoid to the symphysis pubis. The patient had a prior incision which was quite wide suggesting prior wound infection. There were several attenuated areas suggesting underlying viscera at the sites of hernia. The incision was carefully carried down into subcutaneous tissue the full length of the wound and just below the xiphoid carried down to the level of the fascia, which was still intact. The fascia was opened and underlying peritoneum opened and peritoneal cavity established. Next, carefully under direct vision, the fascia was opened directly under direct vision taking down the underlying small bowel and omentum more adherent in the midline. Incarcerated omentum was encountered above the prior gore-tex dualmesh graft, where it had herniated to the right and somewhat superiorly; the apparent hernia sac lay above the graft. The graft was taken down from its cephalad projection then divided in its lower two-thirds portion to allow the hernia to be completely reduced. The attenuated fascia in the remaining wound all the way to the symphysis pubis was then taken down. Careful adhesiolysis to take the omentum and small bowel down from abdominal wall on both sides was then performed. This allowed using the bookwalter retractor for further exposure. Next, complete adhesiolysis of the numerous adherent small bowel loops throughout the abdomen and pelvis were required. This was fairly complex but when complete the small bowel was laid out from the ligament of treitz to the ileocecal valve with no further obstructing adhesions. Care was taken not to injure the small bowel throughout this process. The adhesiolysis left significant amounts of the very redundant omentum somewhat devitalized and a partial omentectomy using the 10 mm ligasure was required to prevent further adhesions and internal herniae. This was sent as a specimen. With complete adhesiolysis, the colon was palpated, right, transverse, and left colon was intact without palpable abnormality. Next, attention was turned for cholecystectomy. The gallbladder was adherent and somewhat intrahepatic in nature although it was elongate. The gallbladder was then taken down in retrograde fashion carefully. The dissection at the neck of the gallbladder was performed allowing the cystic duct to be identified. It was ligated proximally and distally between large clips and then taken down. The cystic artery and remaining adhesions were then taken down between large clips and the gallbladder removed. The gallbladder bed was made hemostatic with cautery. The cystic duct and cystic artery stumps were hemostatic and there was no evidence of bile leaking. Next, the abdomen was copiously irrigated. The hernia in the left anterior wall lower quadrant from the prior colostomy site was taken down, taking the hernia sac down using the 10 mm ligasure. The 3 cm defect was then closed using #1 maxon running suture. The remaining abdominal wall was certainly attenuated and compromised with the prior gore-tex dualmesh still in place in the left abdominal wall, but the abdominal wall inferior to it very attenuated. Decision was made to reinforce this using a gore-tex dualmesh. A 10 x 15 cm graft was selected and used as a graft with the adhesion resistant surface facing the viscera, suturing it in with 0 gore-tex suture circumferentially. The edge of the gore-tex dualmesh was left on the right aligned with the prior attenuated fascia and edge of the prior gore-tex dualmesh. Next, after confirming instrument and sponge counts x2 and hemostasis, the abdomen was closed using three separate #1 prolene sutures incorporating the gore-tex dualmesh and the old graft where adjacent. This closure created a significant overhanging panniculus almost 3 cm in depth and 20 cm in length and 2-3 cm wide. Thus, significant panniculectomy of the right abdominal wall was performed to allow adequate closure of the abdominal wall taking full thickness of the skin and subcutaneous tissue. This was sent to pathology. The wound was then irrigated, made hemostatic with cautery, instilled with 0.5% marcaine, then skin reapproximated with staples. Abdominal wall binder was placed. The patient extubated and taken to recovery in satisfactory condition.¿ complications: none. Specimens: partial omentectomy. Gallbladder. Panniculectomy. Blood loss: 250 cc. (B)(6) 2009: [facility ni]. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 06425839. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/06425839) was implanted during the procedure. (B)(6) 2009: (B)(6). (B)(6). Pathology report. Path no: sls09-534. Anatomic location of tissue: gallbladder. Partial omentum. Preoperative diagnosis: cholelithiasis/recurrent incisional hernia. Postoperative diagnosis: pending pathology. Gross description: (date received): (B)(6) 2009. The specimen is received in notox in two parts, each labelled ¿lance, ralph.¿ specimen a is an intact gallbladder measuring 9 x 3 x 3 cm. The serosa is slightly congested. The gallbladder wall is from 1-2 mm. Thick green bile is noted. There are no gallstones. The mucosa is velvety without polypoid lesions. Representative tissue is submitted. One cassette. Specimen b is a portion of omentum attached to fatty pouch by a very narrow fibrous bridge. The omentum measures 26 x 8 x 1.5 cm showing no abnormality on serial sectioning. The cup-shaped fatty sac pouch is 6.0 x 6.0 cm and depth of pouch 3.0 cm. The floor of the pouch is nodular fatty omental tissue, without a fibrous covering or membranous covering. Serial sectioning reveals no significant gross lesions. Representative tissue is submitted. One cassette. Microscopic examination (B)(6) 2009. Specimen a: mild chronic cholecystitis is noted, with patchy infiltration of the mucosa and gallbladder wall by mature lymphocytes. The number of neutrophils in the blood vessels is increased. There is margination of neutrophils within the vascular lumen, without neutrophil extravasation. There is no neoplasm. Specimen b: mature nodular fatty tissue is noted. In many areas, there is marked dilatation of the blood vessels, with margination and mild extravasation of neutrophils. There is no significant fat necrosis. Microscopic diagnosis: specimen a: gallbladder: mild chronic cholecystitis. Specimen b: partial omentum: benign fatty tissue without significant pathologic alterations. [Missing records: records between (B)(6) 2009 and (B)(6) 2009 including hospital admission for ¿obvious abdominal wall abscess and abdominal wall cellulitis¿ were not provided.] (B)(6) 2009: [missing records: records of a CT scan that ¿suggests inflammatory changes associated with the mesh in addition to soft tissue infection of the abdominal wall¿ were not provided.] (B)(6) 2009: (B)(6). (B)(6). Operative report. Preoperative diagnosis: abdominal wall abscess secondary to infected gore-tex dual mesh. Postoperative diagnosis: abdominal wall abscess secondary to infected gore-tex dual mesh. Necrotizing soft tissue infection requiring excisional debridement. Assistant: (B)(6). Procedure: incision and drainage of abdominal wall abscess with excision of infected abdominal wall mesh. Excisional debridement of necrotic skin, subcutaneous tissue and muscle fascia. Central venous line placement. Anesthesia: general endotracheal. Anesthesiologist: (B)(6). Indication for procedure: this (B)(6) male presents with an abdominal wall abscess due to suspected infected gore-tex dual mesh. He has a history of multiple prior abdominal surgeries including exploratory laparotomy for perforated diverticulitis in 1994 requiring resection and colostomy and then return to surgery one year later for reversal of a colostomy. He has had problems with recurrent incisional hernia repaired at least 3 times from its midline incision. He also has had recurrent small bowel obstruction with multiple hospital admissions for conservative treatment and also hospital admission for cholecystitis due to his numerous cumulative admissions for partial small bowel obstruction and chronic cholecystitis. He was taken to surgery for extensive adhesiolysis, open cholecystectomy and repair of recurrent incarcerated incisional hernia on (B)(6) 2009. This required 10 x 15 cm gore-tex dual mesh to close the abdominal wall defect. Postoperatively he developed a wound seroma and the wound did require packing. He did have a significant rash associated with the abdominal wall which had resolved with the 3 weeks of levaquin and the wound actually had completely healed as of (B)(6) 2009. Several days ago he began having erythema which progressed to a purulent discharge from the wound where it had already healed and he was admitted to the hospital on (B)(6) 2009 with an obvious abdominal wall abscess and abdominal wall cellulitis. CT scan on (B)(6) 2009 suggests inflammatory changes associated with the mesh in addition to a soft tissue infection of the abdominal wall at his chronic incision. The patient is now being brought for exploration and debridement of the abscess and removal of the apparently infected mesh. Findings: exploration revealed necrotizing soft tissue infection involving much of the old thick indurated scar with an extensive pocket to the right of the incision and several smaller satellite pockets of soft tissue infection with necrotic skin, subcutaneous tissue and muscle fascia. The extensive scar tissue was impressive with almost 2 cm of scar tissue hardened in some places of the wound. There was a tract to the mesh with a brown turbid fluid layer under the mesh and fibrinous exudative material on a thin flimsy granulating layer covering the bowel under the gore-tex dual mesh. The mesh was removed. The extensive cavity of the mesh occupied in the fibrinous exudate removed. The necrotic skin, subcutaneous tissue and muscle fascia were debrided back to healthy tissue and wound vac applied to close the wound. A right subclavian central venous line was placed to facilitate postoperative antibiotics and care. Description of procedure: ¿the patient was brought to the operating room and given general endotracheal anesthesia. The abdomen was sterilely prepped and draped. Compression boots were used for dvt prophylaxis. There were several 2x3 soft fluctuant areas which were opened. There were necrotic tissue and muscle fascia surrounding these pockets. They tracked up to the upper third of the incision where there was a sinus down to the gore-tex dual mesh. There was an extensive amount of scar tissue in much of the wound with the healing scar measuring between 1 and 2-cm in some places amidst the necrotic areas. There was definitely an inflammatory process under the gore-tex dual mesh layer. The mesh extended for 10-cm under the left abdominal wall but the gore-tex sutures and prolene sutures holding it in were removed and the mesh removed and sent to pathology. Under the mesh was a fibrinous exudative type layer covering the bowel. This was removed and the area copiously irrigated with pulse suction lavage and with normal saline impregnated with 2 grams of ancef. The necrotic skin, subcutaneous tissue and muscle fascia were then debrided back to healthy tissue creating a 15 7-cm x 3.5-cm deep irregular wound. Extensive abdominal wall flap with essentially no intact muscle was present to the left of the open wound but there was covering of the bowel. The wound vac was tailored to fit the wound and making sure to place no foam directly on the granulated tissue over the bowel. A small pin flat drain was placed under the flap over the viscera and the end of the drain placed into the granufoam and then the wound vac applied after obtaining hemostasis. Instruments and sponges were counted and confirmed x2. Next the bed was placed in trendelenburg and the right subclavian area was sterilely prepped and draped. The skin and subcutaneous tissue were locally anesthetized and the right subclavian vein easily catheterized. A guide wire was placed into the vein. The tract of the guide wire was dilated and triple lumen catheter placed over the guide wire to 15-cm and the guide wire removed intact. There was excellent venous return in all 3 ports. The lines were flushed with normal saline. The line was secured with 3-0 silk. A sterile dressing was placed. The wound vac was connected to the unit at 100-mhg pressure continuous. The patient tolerated the procedure well.¿ complications: none. Specimen: culture of abscess and necrotic skin, subcutaneous tissue and muscle fascia. (B)(6) 201: (B)(6). (B)(6). Pathology report. Path no: sls09-920. Anatomic location of tissue: a: necrotic wound ¿ abdomen with infected mesh. Preoperative diagnosis: abdominal wall abscess, s/p hernia repair with mesh. Postoperative diagnosis: abdominal wall abscess, s/p hernia repair with mesh. Gross description: (date received): 10/22/09. Specimen received in no-tox with patient ID on container designated ¿necrotic wound with infected mesh from abdominal wall¿ and consists of a roughly rectangular mesh fragment measuring 8 x 10 cm with a thickness of 1 mm and showing a tan corrugated surface. There is also a roughly oval shaped tan mesh fragment measuring 6 x 2 cm with a thickness of 1 mm. Also submitted are eight fragments of tan soft tissue and skin with hemorrhagic necrotic surface. Representative sections of the necrotic skin and soft tissue are submitted in cassettes 1 and 2. Microscopic examination: (B)(6) 2009. Sections of abdominal wall wound tissue show skin and subcutaneous tissue showing areas of necrotic abscess formation and underlying areas of foreign body giant cell reaction surrounding foreign body material. No evidence of tumor is identified. Microscopic diagnosis: abdominal wall wound and mesh material: wound with necrotic abscess and foreign body giant cell reaction and mesh. (B)(6) 2009: [missing records: a culture report detailing analysis of the specimens removed during the 10/21/09 procedure was not provided.] Records span (B)(6) 2009. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06425839 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal due to infection; adhesions; inflammation due to mesh; wound debridement; scar tissue; pain and suffering. Additional event specific information was not provided.